Event description:
Physician was using the autosuture blunt tip trocar and syringe. During this case, a leak in the balloon was noticed. The trocar was removed from the table and another trocar was opened to complete the procedure.